Event description:
According to the reporter: the patient alleged injury. Mesh implanted abdominally. Complications include infection, pain, urinary problems, and incontinence. No revision surgery.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).